Event description:
The event involved a 198 cm (78") appx 13.9 ml, 20 drop blood set w/200 micron filter, clave¿, rotating luer that while administering IV fluids to a patient, the IV giving set started to leak and fluid and blood "spurted" out of the IV line from a small hole. IV line was taken straight out of the packet before use, not tampered with and in date. There was no medication being used with this product, and the product was not reprocessed or re-sterilized prior to use. The product was contaminated or contain a biohazard or chemotherapeutic agent. There was patient involvement, unknown delay in therapy, and no adverse event. No one was harmed as a result of the reported event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.d4: di is unknown.